Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
Investigation: the complaint was investigated for system displayed the wrong patient image. During the investigation, the system is working as expected; this issue was determined to be a user error. Plm and hsc has reviewed the logs and found that the events indicate that the patient information was corrected after the study was complete, meaning they registered a patient, performed the study, which would burn the current name into the image, then corrected the name. This issue can be reproduced in house. The logging indicates that the study was ended and immediately loaded into review; the user realized the name was wrong and modified it at that time. This issue was a result of user error. This complaint is no longer MDR reportable because there was no product malfunction or patient injury. Complaint reference #: (B)(4).

Manufacturer narrative:
During the investigation, the system error message was reproduced and leakage test failed with articulation sleeve hole by material quality. Liquid infiltration via the articulation sleeve hole could affect electrical leakage and malfunction inside transducer. A new articulation sleeve material has been implemented since september 2016 as an improvement action. This defective transducer was prior to the corrective action.